Event description:
The customer biomedical engineer (biomed) reported that the bed-to-bed overview alarm pop-ups were not working for 12 beds connected to their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.